Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was not used after attempted implant because the ICD exhibited an open impedance reading after shock delivery during defibrillation threshold testing. The ICD had been previously tested; both the ICD and the chronic leads had indicated normal impedances prior to shock delivery. The connections were examined and the ICD reconnected; the ICD exhibited open impedances again. The ICD and lead system were replaced.